Event description:
It has been reported to philips that the customer was unable to perform fluoroscopy. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the customer was unable to perform fluoroscopy. Review of system log file identified flat detector controller error. Upon troubleshooting, fse reloaded software, calibrated detector and reseated the footswitch connection. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.